Event description:
The reporter indicated that a 12.6mm vicm5_12.6; -6.0 diopter implantable collamer lens had tore/broke during injection/delivery into the patient's right eye (od). There was no patient contact. Intraoperatively a replacement lens was implanted and this resolved the problem. This occurred on (B)(6) 2022. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).